Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is presumed that this case caused unexpected stress on the cable due to the handling of the user, resulting in the failure of the cable unit, which resulted the endoscopic image of the subject device had abnormal.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image of the subject device had abnomal. In the evaluation of olympus service operation repair center (sorc)the following was confirmed, the reported phenomenon was duplicated. The camera cable were twisted and buckled. The electrical contacts of the video plug was corroded. The adapter mount of the camera head was corroded. There was no report of patient injury associated with the event.